Manufacturer narrative:
The insulin pump alarmed pump error 63 during self-test and was confirmed in the insulin pump history, the problem was isolated to u1 keypad assembly. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump was received with operating currents within specifications and passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay. The insulin pump had a faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack at the ok button and the buttons are very hard to push. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump may have possible moisture damage. The customer was advised that the device would be replaced and to return the product for analysis.